Event description:
The plaintiff's attorney alleged that the pt experienced a stroke on (B)(6) 2004 and subsequently expired on (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same pt involving two separate products: associated MDR #s: 1225714-2013-02819, 1225714-2013-02821, and 1225714-2013-02822.